Event description:
Boston scientific crm received information that this pt with renal failure and hypertension, expired due to respiratory arrest immediately status post implant. There was no complications reported during the implant procedure. Post implant, the pt's oxygen saturation decreased and no pulse was obtained. The device was not tested after the implant. The pt was brought to the emergency medical department (emd). The pt's living will stated that she was a no code, as designated on the chart. The pt expired, and no additional information is available at this time.

Manufacturer narrative:
This device has not been returned and no additional information is available at this time. If additional information becomes available, this event will be updated.